Event description:
Biomed reported an over infusion of sodium chloride 0.9%. Infusion was started at 1400 to run at 100 ml/hr but 1000 ml bag was found empty in 2 hours. The biomed also reported that while preparing the device for shipment she discovered a broken "spring hinge platen assy" which may have caused or contributed to the over infusion. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The disposable set was discarded but the modular system was sequestered and received along with the event logs and data set. A follow up report will be submitted once the investigation has been completed.